Manufacturer narrative:
Broken abutment screw stuck in the implant. Fractured part could not be removed from dental implant. Implant needed to be explanted. No product problem detected. Collateral damage. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Broken abutment screw stuck in the implant. Fractured part could not be removed from dental implant. Implant needed to be explanted.